Event description:
Customer alleged discrepant results compared with the lab with multiple pts but only one pt's results were available. Results as follows: date: (B)(6) 2011, inratio: 1.5, lab: 2.5. Therapeutic range unk. Customer stated some pts are taking heparin but had no other pt history.

Manufacturer narrative:
Customer is wiping the first drop and using the second drop for testing. This may affect coagulation test and contribute to unexpected inr or errors in testing. Only the first drop should be used in testing. Customer stated some pts are on heparin. Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: (B)(6) 2011, inratio: 1.5, reference: 2.5, mean: 2.0, confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Investigation of customer reported info revealed test technique issues and off-label use of products. These may have contributed to unexpected inratio test results. Analysis of the only set of data from customer that test result comparison met accuracy criteria. Retain strip test record has been reviewed. Retain strip test results met product performance criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for correction action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.